Event description:
The duragen with an expiration date of may 2014 was implanted in the patient on (B)(6) 2014. No other info was reported. Attempts were made to obtain additional info but to date, no new info has been received from the customer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.